Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a code that could indicate premature battery depletion. Data analysis by engineering was requested. Upon review, it was determined that the code was erroneous due to extended magnet exposure which has subsequently ceased. Technical services (ts) discussed that the s-ICD will need to be interrogated to clear the code and stop the tones. It was noted that the battery consumption will recover now that magnet exposure has ended. The s-ICD remains in service and no adverse effects were reported.